Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor stated that the pump was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: the battery compartment was cracked. The returned battery cap was able to fully tighten to the pump and there was no issue with loss of power. There was evidence of a battery compartment leak and corrosion was observed in the compartment. There was no evidence of internal moisture damage found when the pump was opened for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).